Event description:
It was reported that the patient received several inappropriate shocks. It was also reported that the right ventricular (rv) lead had t-wave oversensing, had a low sensing value and high pacing thresholds. After further testing and x-ray it was determined that the rv lead had dislodged and was up in the right atrium. It was also indicated that there was twiddler's syndrome. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review determined lead integrity alert triggered for patient alert for lead failure predictor (lfp) on (B)(4) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 213 ms on (B)(4) 2012. Also, lfp high rate non-sustained less than equal to 182 ms average v-cycle on (B)(4) 2012 and ventricular fibrillation less than equal to 200 ms average v-cycle on (B)(4) 2012.